Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. When preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large for the procedure, the valve of the sheath was dislodged when the physician tried to insert the dilator. The procedure was completed with a new sheath. There was no patient consequence reported. Additional information: the white piece of the valve just migrated into the clear hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient at the time of the malfunction. The device evaluation was completed on 19-aug-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The reported event year is (B)(6) 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. When preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large for the procedure, the valve of the sheath was dislodged when the physician tried to insert the dilator. The procedure was completed with a new sheath. There was no patient consequence reported. Additional information: the white piece of the valve just migrated into the clear hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient at the time of the malfunction. The event was assessed as a MDR reportable hemostatic valve separation issue occurred.